Manufacturer narrative:
The report of rupture on the distal balloon of the catheter was not confirmed. No functional issue was observed during evaluation of the icy catheter (lot # 64023). Visual inspection of the catheter upon receipt revealed accumulated blood on the balloons, shaft, luered tubings and infusion ports. The balloons were examined and observed no tear, balloon bond detachment or rupture. All lumens flushed as intended. The catheter was functionally tested by connecting to an inflation device pressurized up to 100psi. All the balloons were able to fully inflate and deflate without issue. No leaks were observed during functional testing. Note that the integrity of the balloons is verified on 100% of the catheters by subjecting them to pressure test during manufacturing.

Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the icy catheter and guidewire were inserted smoothly without issue in the patient's right femoral vein; however, the doctor noticed that the catheter's distal balloon was damaged and removed the catheter. The doctor believed that the guidewire made its way through the medial outlet when the guidewire was being removed, and this damaged the balloon. Upon removal, the guidewire was observed to be bent 10 cm away from the distal end of the catheter. Following this, the icy catheter was removed and another icy catheter was inserted. No leaks were observed. The patient's ivtm therapy was able to be continued and completed. No known patient consequence was reported. It was noted that the doctor who performed the catheter insertion was experienced with ivtm therapy. No further information was provided at this time.